Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced, is filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Additionally, nine unused, sterile devices with the same part and lot number as the complaint device (part# 12673-03, lot# 50130k1) were returned for analysis. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.

Event description:
It was reported that suture placement with two proglide devices was attempted in a calcified common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide device was attempted to be inserted into the arteriotomy but the device broke at the distal guide. The proglide was removed without intervention. A second proglide device was inserted and the suture was deployed but the device broke at the distal guide into two pieces with the distal portion remaining in the anatomy. A cut-down, widening the nick and spread was performed to remove the distal portion of the proglide device. The deployed suture remained in the arteriotomy and was successfully pre-placed. The suture of a third proglide was deployed using the preclose technique. The procedural sheath size and what the sheath was upsized to during the tavi procedure was not provided. The tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices (2nd and 3rd). The physician felt that the device breakage was due to the calcification visible at the access site. Resistance was also felt during insertion of the proglide devices due to the reported calcification at the access site. There were no reported adverse patient sequelae. Due to the widening of the nick and spread and removing the proglide sheath from the arteriotomy there was a clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.